Event description:
It was reported that the preloaded intraocular lens (iol) had contact with patient's operative eye, however, was not inserted as there was capsule tear. There was user error, but details regarding the same was not provided. Daily activities were not significantly affected and the patient has recovered. No further information was provided.

Manufacturer narrative:
Implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Therefore, not explanted. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: mar 16, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the simplicity was received with the lens stuck inside of the cartridge tip and that the lens was overridden by the plunger rod. Cartridge tip damage was also observed. The handpiece was disassembled and the assembly was inspected; no assembly issues were identified. The iol was removed and presented with lens damage. Based on the complaint investigation results the complaint issue could not be confirmed. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in review, it was noted that "a2" was inadvertently not addressed in the section "h10" of the initial MDR report. Therefore, it has been captured in this supplemental MDR report as indicated below: section a2: age/date of birth: unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.